Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. The screw broke and this required additional surgical intervention using a carbide drill bit to get the broken screw out, and resulted in a thirty minute surgical delay device history records review was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 27th november 2014, lot of (B)(4) pieces was released based on step 0200 of the work order (B)(4). No deviation nor any ncrs were marked in this document. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during removal surgery on (B)(6) 2016, the breakage of the reported screwdriver shaft occurred when the surgeon tried to remove locking screws from anterolateral distal tibia plate on distal tibia of patient. The surgeon thus used carbide drill bit and successfully removed the plate and all screws. Eventually, the surgery was complete. The surgery was extended for 30 minutes due to the event. This complaint involves 1 part. Concomitant device: 1x unk locking screw. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. A product development investigation was performed for the stardrive t15 screwdriver (part # 03.400.101, lot# 9167687). The subject device was returned with the complaint condition stating that the tip of instrument is broken off and badly twisted. The complaint condition is confirmed. The design & clinical risk management (dcrm) document was reviewed and found to adequately address the harm of this complaint condition. The used material was stainless steel (B)(4) as required and the measured hardness was (B)(4) within the specification of 600 0/+50 hv. The broken surface is homogenous which indicates material conformity. Therefore a manufacturing issue can be excluded. Mechanical overloading during screw removal is the most probably the root cause for the breakage and deformation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.